Event description:
It was reported that the right ventricular lead dislodged and exhibited a high capture threshold. The lead was capped and replaced on(B)(6) 2014. The patient was in good condition during and following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.